Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that an error code was displayed on the sorin heater-cooler system 3t. There was no patient involvement, as this issue was discovered by a sorin group field service representative during preventative maintenance. The service representative was able to trace the fault to a defective pump on the patient bridge. The bridge was replaced on site and the unit was released to the customer. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that an error code was displayed on the sorin heater-cooler system 3t. There was no patient involvement, as this issue was discovered by a sorin group field service representative during preventative maintenance.

Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A review of the DHR did not identify any manufacturing deviations or nonconformities. The root cause of the reported issue was identified as defective components. Livanova has determined that a CAPA is not required, as there was no patient harm reported. Livanova will continue to monitor this issue for trends.